Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) device implanted. The device was not working. A replacement surgery was performed. The patient outcome was not reported.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) device implanted. The device does not work at the moment. A revision is requested. No further information was provided.